Manufacturer narrative:
The reported events of failure to capture and under sensing were not confirmed. A complete lead was returned for analysis. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found except for procedural damage.

Event description:
It was reported that the patient had presented to the clinic for a follow-up. It was noted that the right atrial (ra) lead had exhibited non-capture and intermittent under-sensing. Programming changes were made to address these issues. Eventually, the ra lead was explanted and replaced. The patient remained in stable condition.